Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The patient noted that when the ins was placed they were at(B)(6) and was told to gain weight. The patient got up to (B)(6) and could not use it because they had gained weight. The patient dropped the weight and as of the date of report was able to use it. The patient originally stated the last time stimulation was felt and the last recharge was five months prior to report but then stated it was around (B)(6). The patient was unable to communicate with the ins using the patient programmer. The patient noted that they were in the beginning states of lupus and their bones and muscles were ¿deteriorating.¿ the patient had an appointment scheduled on (B)(6) 2013. Additional information received reported that a physician mode recharge successfully reset the device. It was noted that the patient was noncompliant with charging. The patient noted that weight gain caused the inability to find the battery and successfully place recharger for recharging purposes. It was noted that this was since (B)(6) 2013. The patient noted that they received a shock one month prior to report. It was felt in the battery pocket up the right side. The battery was depleted. The patient noted that they were ¿aching all over¿ due to arthritic condition. The patient felt a ¿burning like¿ sensation at the pocket from ¿time to time¿ when the recharging antenna was on the implant. There was no redness or warmth at the pocket site. Symptoms included burning sensation and pain at the device pocket. The patient felt like it was ¿burning¿ inside the pocket during the trickle charge. The skin was cool to the touch and no redness or swelling noted. The temperature monitor on recharger did not indicate heating. An error code 608 appeared on the recharger prior to the trickle charge event. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n327797, implanted: (B)(6) 2012, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).